Event description:
It was reported that when the hi-torque pilot 150 was pulled from the shelf the tyvek portion of the pouch was already open. A second hi-torque pilot 150 was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported issue was confirmed. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of missing manufacturing seal on pouches. Based on preliminary information, the occurrence of a missing seal for the reported pouch appears to be an isolated event. Further investigation and corretive/preventive actions will be performed as appropriate per local operating procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.